Event description:
It was reported that the insulin pump alarmed no delivery and motor error. The reporter did not know the blood glucose reading. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during the basic occlusion test due to a protruded drive support disk. Unable to perform occlusion, prime, excessive no delivery test due to the motor error alarm. The motor was tested outside the device and passed the motor test. The device was received with a scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.